Event description:
The patient reported that they began their trial on (B)(6) 2016 and they were not feeling stimulation in the bicycle seat area. The patient barely felt stimulation in their back. They increased stimulation from 2.5 to 3.0. When the patient was being programmed they tried the left side and the patient was feeling sensations on the right side so they were not sure if the lead was in the right place or not. At the time of the report the patient was trialing on the right side.